Manufacturer narrative:
Analysis of product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the hcp was performing an explant of the system. The explant was not due to any device complaint or loss of therapy efficacy. The rep reported that while the lead was being pulled out, one contact came off the lead and was left in the epidural space. The rest of the lead remained intact. The rep reported that an x-ray confirmed the contact remained in the epidural space. No other intervention was performed. There were no factors known that could have contributed to the issue. No further complications were reported.